Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), the device failed to discharge. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d9. Evaluation results: zoll medical corporation evaluated the device and the device performed to specification. The deive was put through extensive testing including all functional testing, impedance calibration testing, defib/pacer stress testing, bench handling, and defib cycling without duplicating the report. Review of the activity log observed that the user was performing synchronized cardioversion. The sync mode was turned on and charged to the selected energy. When the shock button was pressed the device did not discharge energy. The log recorded 3 shock button presses in 3 seconds. This indicates that the shock button was not pressed and held until the device detected the r wave. Communication with customer also suspects user related and not a device malfunction. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.